Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 10 september 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total left knee arthroplasty due to osteoarthritis secondary to posttraumatic, avascular necrosis and medial femoral condyle with grade 2 chondromalacia changes of the patella and lateral femoral condyle, and pain. The surgeon reported a large avascular necrosis lesion of the medial femoral condyle with sloughing off of cartilage. The patella was resurfaced. The surgeon reported the patient was taken to recovery in satisfactory condition. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent a left knee revision due to loosening of the tibial component, and pain. The surgeon reported there was no bonding at the tibial plate/cement interface. He noted the femur was well cemented to the bone with no evidence of loosening. The surgeon did not comment on the patella, thus revision is unknown. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2017. Dor: (B)(6) 2017, (lt knee).